Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, drug allergy (amoxicillin: codeine: penicillin: morphing sulfate), alcohol use, non-smoker, surgery (surgical history d&c nonbacterial on (B)(6) 2009, tonsillectomy on (B)(6) 2009, cholecystectomy, appendectomy, knee arthroscopy-both. Endometrial ablation on (B)(6) 2017), arthritis, nephrolithiasis, pap smear abnormal, cholelithiasis, migraine, parity 2 and gravida ii. Previously administered products included: sumatriptan, multivitamins [vitamins nos] and vitamin d [vitamin d nos]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1785 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic laparoscopic total hysterectomy, bilateralsalpingectomy, excision of endometriosis.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.064 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: impression : statuts post essure coil placement. Both fallopian tubes are occluded by the essure coils. Indication : statuts post essure coil placement. Consent: informed consent and time-out were obtained prior to the procedure procedure: a speculum was placed, and the cervix was cleaned with betadine solution. Findings: no evidence of fallopian tube visualization is identified. Essure coils appear to be in good position. The uterus is displaced to the left side but otherwise unremarkable. [Pathology test] on (B)(6) 2017: specimens: a) uterus, cervix, bilateral fallopian tubes, uterus, cervix, bilateral fallopian tubes b) pelvis, left uterosacral ligament endometriosis c) peritoneum, please specify, left pelvic peritoneum d) pelvis, right ureter sacral ligamento endometrioses e) cul-de-sac, posterior cul de sac endometrioses final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with squamous metaplasia. Serosal nodule shows mature adipose tissue with hemorrhage. Endometrial cavity shows infarcted endometrium and myometrial fragments. Left uterosacral ligament endometriosis, biopsy: endometriosis. Left pelvic peritoneum, biopsy: fibro collagenous and adipose tissue with focal chronic inflammation. Right uterosacral ligament endometriosis, biopsy: endometriosis. Posterior cul de sac endometriosis, biopsy: endometriosis. Gross description: ss of 2.0 cm. The trabeculated areas display focal minute cystic cavities. The fallopian tubes have been previously ligated, and the isthmic ends are still attached to the uterus. The isthmic ends contain silver metallic coils consistent with essure coil and previous sterilization the lot numbers reported (a34126, a36624) are invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. A36624 and a34126) for female sterilisation. The patient had a medical history of obesity, drug allergy (amoxicillin: codeine: penicillin: morphing sulfate), alcohol use, non-smoker, surgery (surgical history d&c nonbacterial on (B)(6) 2009. Tonsillectomy on (B)(6) 2009. Cholecystectomy. Appendectomy. Knee arthroscopy-both. Endometrial ablation on (B)(6) 2017), arthritis, nephrolithiasis, pap smear abnormal, cholelithiasis, migraine, parity 2 and gravida ii. Previously administered products included: sumatriptan, minerals; multivitamins and vitamin d [vitamin d nos]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1785 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic laparoscopic total hysterectomy, bilateralsalpingectomy, excision of endometriosis.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.064 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: impression: statuts post essure coil placement. Both fallopian tubes are occluded by the essure coils. Indication : statuts post essure coil placement. Consent: informed consent and time-out were obtained prior to the procedure. Procedure: a speculum was placed, and the cervix was cleaned with betadine solution. Findings: no evidence of fallopian tube visualization is identified. Essure coils appear to be in good position. The uterus is displaced to the left side but otherwise unremarkable. [Pathology test] on (B)(6) 2017: specimens: a) uterus, cervix, bilateral fallopian tubes, uterus, cervix, bilateral fallopian tubes. B) pelvis, left uterosacral ligament endometriosis. C) peritoneum, please specify, left pelvic peritoneum. D) pelvis, right ureter sacral ligamento endometrioses. E) cul-de-sac, posterior cul de sac endometrioses. Final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with squamous metaplasia. Serosal nodule shows mature adipose tissue with hemorrhage. Endometrial cavity shows infarcted endometrium and myometrial fragments. Left uterosacral ligament endometriosis, biopsy: endometriosis. Left pelvic peritoneum, biopsy: fibro collagenous and adipose tissue with focal chronic inflammation. Right uterosacral ligament endometriosis, biopsy: endometriosis. Posterior cul de sac endometriosis, biopsy: endometriosis. Gross description: ss of 2.0 cm. The trabeculated areas display focal minute cystic cavities. The fallopian tubes have been previously ligated, and the isthmic ends are still attached to the uterus. The isthmic ends contain silver metallic coils consistent with essure coil and previous sterilization. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.